Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Beginning on the date of onset, the patient was treated with amikacin 500 milligrams (route, frequency, and duration not reported), orzid 1 gram (route, frequency, and duration not reported), and vancomycin 1 gram intravenously (frequency and duration not reported) for the peritonitis. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the antibiotic course was completed. The patient was recovered from the previously reported peritonitis event, was doing well, and the peritoneal effluent fluid was clear (previously, the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.